Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the device was returned in assembled condition with insertion handle. The device cannot be disassembled from mating device due to the stuck condition. Hence the complaint can be confirmed. Functional testing : tried to separate the nail from insertion handle but both devices cannot be separated/ disassembled due to the stuck condition. Can the complaint be replicated with the returned device(s)? Yes . Dimensional inspection: it can not be performed as the relevant features are not accessible. Document/specification review: no issues. Conclusion: the complaint can be confirmed. The exact cause can not be determined. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part number: 456.318s, 11mm/130 deg ti cann troch fixation nail 170mm-sterile, lot number: 3l26705 (sterile), manufacturing location: monument, manufacturing date: 31-may-2019, expiration date: 30-apr-2028, lot quantity: 6 . Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final met all inspection acceptance criteria. Packaging label log (pll)was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 16313 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 456.314.3, lock driver tfn, lot number: h764452, lot quantity: 205. Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final, met all inspection acceptance criteria. Part number: 456.315.2, 130 degree lock prong tfn, lot number: h850509, lot quantity: unknown, a DHR could not be located for this lot to review. Part number: 21069, tialnbri18.00, lot number: 9985405, lot quantity: 2,964 lbs. Certificate of tests supplied by ati specialty materials dated 03-dec-2015 was reviewed and determined to be conforming. Lot summary report dated 15-jan-2016 net all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown tfn nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during trochanteric nail procedure, the insertion handle & cannulated connecting screw would not disengage from the nail. Broke wrench and two (2) ball hex screwdrivers trying to remove insertion handle from nail. Fragments were generated from broken devices. Surgeon ended up removing the entire construct and redid the operation with a different set and new nail. Procedure ended up being done successfully with new system and nail surgery was delayed by 45 minutes with no less desirable outcome. This is report 6 of 6 for (B)(4). This report is for an unknown nail.